Event description:
The rptr indicated that their programming system was performing slowly during interrogation and that the system was having communication problems. Good faith attempts for product return have been unsuccessful to date.